Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported no complaint against the device. Patient reported exchange with no complaint against the device. Healthcare professional later reported "capsulectomy." Healthcare professional later reported "capsular contracture iii". This record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, no complaint against the device. Patient reported, exchange with no complaint against the device. Healthcare professional, later reported, "capsulectomy". Healthcare professional, later reported, "capsular contracture, iii". This record is for left side. Device has been explanted.

Event description:
Physician reported no complaint against the device. Patient reported exchange with no complaint against the device. Healthcare professional later reported "capsulectomy." Healthcare professional later reported "capsular contracture iii". This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.